Event description:
It was reported that the patient experienced issues with an inflatable penile prosthesis (ipp) due to the cylinders being "shredded". A revision surgery was performed in which the existing cylinders and pump were removed and replaced by a new preconnected component. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cylinders of the explanted ipp were broken in half, silicone layer and fabric had been torn. It was suspected that the problem was caused due to sexual intercourse. No more information available at the moment. Should additional information become available, it will be provided.